Event description:
It was reported that a fastfix 360 was used during a meniscus repair. The first implant was deployed successfully, however, the second did not deploy. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed t1 is free from the insertion needle. T2 remains in its customary pre-deployment position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as a result of the functional test. Visual assessment of sample (b) shows both ts are free from the insertion needle. The actuator is in its post t2 position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.